Event description:
During the initial procedure on (B)(6) 2011, an isolator synergy ablation clamp was used. The physician placed the clamp around the superior vena cava. The anesthesiologist was asked to pull the central line back so that blood could be drawn to assure that the catheter was not in the jaws of the clamp. The anesthesiologist accidently drew blood from the proximal port not the most distal port of the catheter and indicated that everything was ok to ablate. Physician ablated with central line catheter in the jaws of the clamp and approximately 1.5cm of the central line catheter tip broke off as a result of the clamp force. There was no clinical affect of this and the surgeon's portion of the procedure was continued and completed. During the ep portion of the procedure fluoroscopy was done and the tip of the catheter was located and retrieved. There was no long term consequence to the patient.

Manufacturer narrative:
(B)(4). Device not returned for evaluation, operating staff scrapped device after use. Through correspondence the physician stated there was no device failure, the event was due to user error.